Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that the tubing had leaks on the y junction of the tubing. This was discovered during pre-test. There was no patient involvement reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection was performed. Units received: 44 units were received for evaluation; the returned units were received in decontaminated condition with their original packaging. Visual inspection results: no damages nor other workmanship defects were detected. Functional test: the units were tested for leak by introducing water in the product. Results: leak is observed in 9 of the samples returned on the junction of the tubing. By the physical evaluation of the units, the complaint is confirmed. Based on the analysis conducted in the sample provided, and review of the manufacturing procedure, the occurence for this failure condition could be caused by lack of solvent between tube and connector. The cause of the reported problem was traced to the manufacturing process. A DHR (device history review) was performed and no problems or issues were identified during this DHR review., corrected data: e4: correction: customer reported to FDA: no information.